Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the surgeon alleged a 3 millimeter inaccuracy. The surgeon had been navigating for a while when deemed being inaccurate using the straight suction. In trouble-shooting, the surgeon touched the straight suction to the tip of the patient nose and was 3 millimeters inaccurate to the right. The surgeon re-registered the patient using tracer and checked accuracy on the tip of the nose, again, with the straight suction; accuracy was found to be good. The surgeon proceeded to navigate using the straight suction, however, after 30 minutes, the issue reoccurred. The surgeon opted to complete the procedure without the use of the navigation system. It was noted that the surgeon did not use the head strap. There was no impact on patient outcome.

Manufacturer narrative:
(B)(6). On (B)(6) 2015 software investigation determined this is not a software issue. The site did not follow protocol when using the application and was unsuccessful. Software functioning as designed. No further issues have been reported.